Manufacturer narrative:
It was noted that the device was not retained and is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that this event was discovered during a monitor visit for the tritanium primary study. The subject underwent the surgery on (B)(6) 2013. During the surgery, the subject experienced a periprosthetic femoral fracture while the accolade ii stem was being implanted. The surgeon implanted the restoration modular stem as this stem was better suited for the subject and used circlage cables.

Manufacturer narrative:
Implant explant date updated. An event regarding intra-operative periprosthetic fracture involving an accolade stem was reported. The event was confirmed. Device evaluation could not be performed as the reported device was not returned for evaluation. A review of the provided x-rays by a clinical consultant indicated: "x-rays confirmed peri-prosthetic fracture was treated. Device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that this event was discovered during a monitor visit for the tritanium primary study. The subject underwent the surgery on (B)(6) 2013. During the surgery, the subject experienced a periprosthetic femoral fracture while the accolade ii stem was being implanted. The surgeon implanted the restoration modular stem as this stem was better suited for the subject and used circlage cables.